Manufacturer narrative:
Device evaluation of monitor sn 07046735 was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Evaluation of electrode belt sn (B)(4) is currently underway at (B)(4). Based on the device download data, there is no indication at this time of any device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. A review of the event determined that the patient was treated twice prior to passing. Review of downloaded data revealed the patient experienced an asystole event prior to treatment. The lifevest delivered two full-energy 150j pulses at 09:51:48 and 09:52:10. The patient's rhythm at the time of the event was CPR artifact. CPR artifact contributed to the false detections. The patient did not press the response buttons prior to treatment delivery. The device detected a non-treatable rhythm at 09:52:10 and the device was shutdown at 11:36:49. The patient passed away on (B)(6) 2016.